Event description:
It was reported that a person using the ilet insulin pump experienced frequent hyperglycemia with reported glucose values in the high 200s, rapid insulin use with only about 150 units obtained from a full cartridge, frequent supply changes, repeated meal announcements to lower glucose followed by lows, and repeated manual pauses of insulin delivery due to fear of impending hypoglycemia; their healthcare provider is considering a factory reset. Symptoms included episodes of high blood glucose and intermittent low blood glucose. Outcomes included no reported hospitalization, emergency treatment, or long-term injury. Investigation included review of device use patterns and counseling on infusion set change intervals and cartridge capacity. Investigation of this case revealed user-driven interruptions of insulin delivery and frequent corrective announcements that contributed to glycemic variability, with no device alarms reported. It was concluded that the cause of hyperglycemia was unclear and that user behavior likely contributed to the observed variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.